Manufacturer narrative:
(B)(6). The removed cpu was returned to the manufacturer for failure investigation, and it's pending testing. An additional report will be submitted when the part is evaluated.

Event description:
It was reported to philips during periodic maintenance 2, check vent: backup alarm failed was confirmed in the event log. The device did not have patient involvement at the time the issue was discovered; there was no patient or user harm reported. The authorized service provider (asp) indicated no other abnormality was confirmed. The asp replaced the central processing unit (cpu) board to prevent a recurrence. The unit was checked overall, cleaned, run in tests, and functionally tested. The following parts were also replaced for periodic maintenance: oxygen inlet filter, air inlet filter, cooling fan filter, blower assembly lithium-ion battery, cooling fan, and tubing kit.

Manufacturer narrative:
The removed cpu pcba was returned to the failure investigation lab (fi). A visual inspection of the cpu pcba revealed no evidence of damage or contamination. The fi technician installed the cpu pcba into a fi ventilator to duplicate the reported issue. The reported problem could not be reproduced.